Event description:
False postive result. No further testing provided.

Manufacturer narrative:
Report required by FDA for eua. Eua # (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This complaint was made through a third party website (B)(6).